Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was successfully placed. No additional adverse patient effects were reported. Additional information received indicated that the right atrial (ra) lead was unable to get better sensing.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was successfully placed. No additional adverse patient effects were reported.